Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming transducer fault. The transducers were attempted to be calibrated however the exhalation flow transducer failed the calibration. There was no patient involvement at the time of the event.

Manufacturer narrative:
Carefusion failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed pt802 is faulty as it does not calibrate the zero point.